Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, high voltage impedance was observed on the device. Patient had experienced syncope. Device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Review of the device image revealed an ocd alert. The device was tested on the bench and no anomalies were found. The cause of the ocd alert could not be determined.